Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this reported event was requested to be returned to intuitive surgical inc. (Isi); however, the product has not been received. A review of the instrument log was performed. The instrument had 12 uses remaining after last use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument would not straighten, was broken at the wrist and could not be removed from the cannula. The da vinci coordinator stated, the instrument was not on tissue and was stuck at a bent angle after the last use from the surgeon. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the staff to move the instrument arm with the cannula away from the patient. The customer moved the instrument arm away from the patient and removed the fbf instrument and the cannula. The customer believed a fragment might had fallen from the fbf instrument. After the instrument was removed with the cannula, the robotics coordinator stated that the instrument was inspected and found to be intact and did not appear broken. A c-arm for an x-ray was utilized to try and identify if any of the instrument pieces were left behind for precautionary reasons. No broken instrument pieces were found. The robotics coordinator stated no additional incisions were needed to remove the instrument. After installing a new cannula and instrument, the procedure was completed as planned.

Manufacturer narrative:
Failure analysis (fa) investigations confirmed and replicated the customer reported complaint and found the primary failure of a broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken with pieces measuring proximately 0.245¿ x 0.109¿ and 0.115" x 0.061" not returned with the instrument. Additional unrelated observations not reported by site: the instrument was found to have contamination on one or more clamping pulleys in the backend. Also, signs of corrosion were found on the instrument bearings. The pitch input disk bearings exhibited an orange discoloration. The cannula and seal accessories used during this event were also received. No damage or issues were observed with the accessories.

Event description:
Refer to h10/h11 for follow-up information.